Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Reported event was confirmed. During visual inspection it was noted that the knob was missing however the thumb screw used to hold the knob in place is inspected could be threaded back on and off. There were also scratches and nicks on the instrument. It was also noted that this device has been in the field for 17 years. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined due to the inability to know if the instrument was disassembled or fractured. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument was fractured and all parts were returned. Attempts have been made and additional information on the reported event is unavailable at this time.